Manufacturer narrative:
Upon investigation, we found that the cord had been severed by an external source. The cord appeared to have been caught in something and cut. Our investigation shows the sparking occurred as the cord was severed. This appears to have been caused by the consumer.

Event description:
Customer reported that sparks flew from the switch and the cord burned and split.